Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer stated that her blood glucose was over 400mg/dl and realized her pump was showing the reservoir was empty. She treated with a bolus. Customer's current blood glucose was 337mg/dl. Customer stated she changed the reservoir and it was half full, not a drop of insulin was noted when the reservoir was replaced.